Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 15mar2021.

Event description:
The customer reported a flow sensor issue. There was no patient involvement. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the flow sensor and cpu (central processing unit). The unit has now failed test 5 and 7 when removing the low pressure plug.

Manufacturer narrative:
The customer also reported "unable to download the software update 3.00" at the time of the reported issue. This complaint was documented and processed on a separate complaint record. Reported upgrading the vent to 3.0 for hft option and not able to communicate with the unit.

Manufacturer narrative:
G4:20mar2021. B4:06apr2021. The customer replaced the flow sensor assembly to resolve the reported issue. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.